Event description:
It was reported the patient met a sjm representative for reprogramming and was unable to get stimulation in her back. X-rays were performed which showed lead migration. The physician repositioned the lead on (B)(6) 2013. Postoperatively the patient had bilateral stimulation.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.